Event description:
Patient presented to the physician with pain in the tongue and neck which would wake them at night. Patient reported undergoing a mammogram procedure which was painful. Physician brought the patient into the or and found the components had been twiddled. Physician replaced all components. This resolved the issue.